Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer was treated with manual injection for high blood glucose. The customer also stated that the no delivery alarm occurred. Advice customer to change infusion set, reoccurring insulin flow blocked alarms during priming. Product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion during therapy not confirmed. (B)(4).